Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The moderately stenosed de novo lesion was located in a non-calcified and non-tortuous right coronary artery. The lesion was predilated with a 3.0x30mm maverick balloon that was inflated to 11 atms. As the physician was inserting the 3.00x32mm liberte' bare metal stent, significant resistance was felt. The stent fell off into the guide catheter outside of the patient. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).